Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to: (B)(4).

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post-market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system, (svs), for the treatment of severe emphysema in a post-market setting. The subject (B)(6), enrolled in the strive study, underwent therapeutic multiple spiration valve placements in the right lower lobe under general anesthesia on (B)(6) 2024. On (B)(6) 2025, the patient reported shortness of breath, attributed to valve displacement/migration at target locations rb6 (lot #ws388855) and rb7 (lot #ws383672). The patient went to the emergency room and was prescribed and treated with azithromycin and prednisone but was not hospitalized. A valve replacement procedure was performed on (B)(6) 2025 to address the migration and optimize treatment response. The patient continued to experience shortness of breath, requiring 5l nasal cannula (nc) oxygen to maintain stability. On (B)(6)2025, the subject developed pneumonia, leading to hospital admission the same day. During hospitalization, the patient was treated with solu-medrol, followed by a tapering course of prednisone upon discharge. The pneumonia was associated with shortness of breath. The patient was discharged on (B)(6) 2025. On (B)(6)2025, the subject was readmitted to the hospital after being found in a state of deep sleep. The principal investigator recommended immediate hospitalization. The patient was diagnosed with respiratory failure without mechanical ventilation and was initiated on oxygen therapy (5l). The condition was considered resolved with sequelae on (B)(6) 2025 with the patient still requiring oxygen support to maintain stability. Concurrent with this episode, the patient was diagnosed with sepsis secondary to pneumonia, with an onset date of (B)(6) 2025. The subject was treated with cefepime for both sepsis and pneumonia. The patient remained hospitalized until (B)(6) 2025, at which point the acute symptoms were considered resolved. The migration issue at target location rb6 (lot #ws388855) and rb7 (lot #ws383672) were addressed in complaints (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: g1, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.